Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this brady lead was not implanted successfully due to placement difficulty.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this brady lead was not implanted successfully due to placement difficulty.